Manufacturer narrative:
Concomitant medical products: product ID: dtbc2d1, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead had a possible fracture. The leads remain in use. No patient complications have been reported as a result of this event.